Event description:
Used a covidien kangaroo co2 detector in placing a small bore feeding tube for a patient in critical care. The device should have turned yellow to detect the tube entering the respiratory tract but it stayed purple and the tube did enter the lung. This resulted in bleeding, the need for a bronchoscopy and then a chest tube. The incident was reported to the company.